Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The hospital wished to report the occurrence broken poly. It was reported that the primary surgery was conducted in 2011. It was reported that the patient was revised.